Manufacturer narrative:
A review of the device history record revealed could not be conducted because a lot number was not provided. There were no samples or photographs provided for evaluation therefore the reported condition could not be confirmed. Based on similarly reported cases presented in the past, a gemba walk through was conduction on the manufacturing process for this product. It was concluded that the potential root cause is associated with the existing assembly process. Based on the conclusion the standard work instruction was updated in order to provide a more detailed instruction of the process for the operator to follow to insure an adequate assembly of the stylet and hub. The updated process includes detailed steps to follow in the use of the assembly machine, and proper use of the fixtures. The change was documented and has been implemented.

Manufacturer narrative:
Please note: although section patient code reflects "needle stick/puncture", the staff member was actually poked by the guidewire. The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the green cap came off of the stylet when removing the guidewire and poked a staff member, no medical intervention was needed besides a bandaid.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) could not be conducted because a lot number was not provided. A picture was provided for evaluation. The reported condition was confirmed from the picture. A walk through was performed at the manufacturing process site concluding that the issue could have happened during the assembly process. The standard work instruction was updated in order to include a more detailed instruction of the process steps for the operator to follow for the assurance of an adequate assembly of the stylet and hub. This includes detailed steps to follow with the use of the assembly machine, and proper use of the fixture. This complaint will be used for tracking and trending purposes.